Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by a drained battery. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h4, h6, h11.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an error displayed when starting. The issue was found during a set up / inspection for use. There were no reports of patient involvement.